Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the initial interrogation of an implantable neurostimulator, a programming issue occurred where the tablet displayed a message in a red box (details unknown), and during a subsequent interrogation attempt, it displayed a validation error with code 13 11 00 00. Additionally, there was a change in intensity value; when neuro sense was deactivated, the intensity value in the neuro sense group changed to 0.5ma from the original 7.4ma. The implantable neurostimulator was originally programmed with group a with neuro sense, group b with dtme, and group c with legacy therapy programming. At a follow-up, it was only programmed with group b with dtme and group c with neuro sense. The representative reprogrammed group b on dtme and group c with neuro sense. The patient remote was connected to the implantable neurostimulator, and to make any change, neuro sense had to be deactivated. The caller indicated that the impedances were normal. Troubleshooting was not required, and the issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the settings changing is unknown. -patient responded well to differential target multiplexed stimulation and is their current therapy. It's unknown if the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.